Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of sr8 is having dark image issues and they are having issues placing lines in patients was confirmed. The unit was powered up and the image produced was darker than a bench test unit. The root cause of the reported failure was identified as a faulty beamformer usb connector.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the sr8 has dark image issues along with issues placing lines in patients. Verified they have adjusted brightness and contrast settings. No other information provided, at this time.